Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 250 mg/dl to 450 mg/dl at the time of incident. Customer treated with manual injection. The customer also reported that insulin pump had software error alarm and customer was able to clear and rewind the pump. The customer state that self test was pass. Troubleshooting was performed. Auto mode feature was active. Insulin pump will not be returned for analysis.